Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range (oor) shock impedance greater than two hundred ohms. Boston scientific technical services (ts) stated that it appeared to be proximal coil issue and recommended to program to single coil configuration and do defibrillation threshold (dft) testing after. As of this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range (oor) shock impedance greater than two hundred ohms. Boston scientific technical services (ts) stated that it appeared to be proximal coil issue and recommended to program to single coil configuration and do defibrillation threshold (dft) testing after. As of this time, this lead remains in service. No adverse patient effects were reported.